Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer on a flight. Customer was unable to clear the alarm upon landing. Additionally, it was reported that the customer experienced a blood glucose (bg) that was "low". Reportedly the cause of the low bg level was due to delivering a correction bolus and did not eat anything. Customer addressed bg level by ingesting food. Reportedly, the customer reverted to using a insulin pen for insulin therapy.